Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Case subject: there was no patient involvement error code 260-4130 (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Patient or user involvement: no patient or user harm: no case description: tech. Called in for help on 8100 unit with error code failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: confirm the error code 260.4130 on 8100 unit has to do with the pressure sensor voltage is at least 8.4% higher than the volyage in the specification, will have to replace logic board on unit. Confirm part number for logic board